Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153189.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited noise and low pacing impedance. Programming changes were made. Ther were no patient consequences.